Event description:
Based on the cec adjudication minutes, a (B)(4) study patient experienced a peri-procedure mi based on elevated cardiac enzymes. The indication of the index procedure was unstable angina pectoris. The angiography performed at that time indicated 95% stenosis to the right coronary artery (rca). The lesion was described as de novo, 15mm in length, class b1 and lesion including side-branch was less than or equal to 2.5mm. The reference vessel was 4.0mm in diameter. The lesion was pre-dilated with a 3.5 x 15mm balloon at 8atm and a 3.5 x 23 cypher rx stent was implanted at 16atm. The stent was post-dilated as standard procedure with 4.5 x 20mm balloons at 16atm. The first stent did not fully cover the lesion, therefore an additional stent was used. A 3.5 x 8mm at 18atm cypher rx stent was deployed overlapping and distal to the initial stent since. The stent was post-dilated as standard procedure with a 4.5 x 20mm balloon at 16atm. There was 0% post residual stenosis and timi flow was 3. At pre-procedure, the ck was 72 (224 u/l), the ck-mb was 1(3.6n g/ml) and the troponin I was 0.04 (0.09ng/ml). At 6 to 12 hours post procedure, the ck was 244, ck-mb was 23 and troponin I was 4.61. At 16 to 24 hours post procedure, the ck was 249, ck-mb was 26.5 and troponin I was 5.28. Per the investigator, the patient did not have a peri-procedure mi and there was no post procedure complications reported. The patient was discharged the next day. Per the cec adjudication minutes received on (B)(6) 2012, the committee determined that the patient experienced a peri-procedure mi. The committee noted that the event was related to the device and related to the procedure.

Manufacturer narrative:
Complaint conclusion: based on the cec adjudication minutes, a (B)(4) study patient experienced a peri-procedure mi based on elevated cardiac enzymes. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, history of angina, history of myocardial infarction ((B)(6) 1999), history of diabetes mellitus (type ii), history of allergy (penicillin), history of left renal nephrectomy, history of chronic back pain (multiple surgery) and benign prostate hypertrophy. The indication of the index procedure was unstable angina pectoris. The angiography performed at that time indicated 95% stenosis to the right coronary artery (rca). The lesion was described as de novo, 15 mm in length, class b1 and lesion including side-branch was less than or equal to 2.5 mm. The reference vessel was 4.0 mm in diameter. The lesion was pre-dilated with a 3.5 x 15 mm balloon at 8 atm and a 3.5 x 23 cypher rx stent was implanted at 16 atm. The stent was post-dilated as standard procedure with 4.5 x 20 mm balloons at 16 atm. The first stent did not fully cover the lesion; therefore, an additional stent was used. A 3.5 x 8 mm at 18 atm cypher rx stent was deployed overlapping and distal to the initial stent since. The stent was post-dilated as standard procedure with a 4.5 x 20 mm balloon at 16 atm. There was 0% post residual stenosis and timi flow was 3. At pre-procedure, the ck was 72 (224 u/l), the ck-mb was 1 (3.6 ng/ml) and the troponin I was 0.04 (0.09 ng/ml). At 6 to 12 hours post procedure, the ck was 244, ck-mb was 23 and troponin I was 4.61. At 16 to 24 hours post procedure, the ck was 249, ck-mb was 26.5 and troponin I was 5.28. Per the investigator, the patient did not have a peri-procedure mi and there was no post procedure complications reported. The patient was discharged the next day on dual anti-platelet therapy . Per the cec adjudication minutes received on (B)(4) 2012, the committee determined that the patient experienced a peri-procedure mi. The committee noted that the event was related to the device and related to the procedure. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15221472 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Concomitant medications: asprin 325mg qd, lisinopril 10mg qd, metformin 500mg qd, pamelor 75mg qd, tramadol 50mg prn and zocor 80mg qd. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00406 and 3003742446-2012-00407.